Manufacturer narrative:
The lumbar catheter was returned in two pieces of lengths 26 cm and 17.5 cm respectively. The tear site was noted at the 15 cm mark and appeared to be jagged. It is unknown how or when the damage occurred. The returned segments were patent and met the requirements for leak testing when tested individually. The instructions for use (IFU) that accompany the device caution that ¿low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears.¿ the IFU also cautions that ¿to avoid possible transection of the catheter, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle and catheter (with guidewire, if used) must be removed simultaneously.¿ a review of the manufacturing records was not possible as no lot number was provided. All catheters are 100% inspected at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device on (B)(6) 2016. According to the report, cerebrospinal fluid was accumulating and a catheter leak in the abdomen side was found postoperatively. The report stated the shunt was repositioned and retention of fluid was observed again. It was reported the shunt was explanted on (B)(6) 2016. It was also reported when an attempt was made to retract the lumbar catheter with the valve the lumbar catheter was found to be fractured. Reportedly there was no injury to the patient and the patient is currently under follow up.